Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was having an overstimulation sensation. It was noted that the patient had met with a manufacturer representative a day prior to the report and had adaptive stimulation activated. It was noted that the patient was getting ¿surges¿ while walking the morning of the report. After the patient had walked about 150 yards, their stimulation suddenly intensified for about 5-8 minutes before it stopped. It was noted that the stimulation decreased after the patient slowed down. It was noted that the patient had a similar experience on the day of the report as the patient walked down an incline in their driveway, but it did not intensify as quickly. It was noted that the patient was going to try to adjust their adaptive stimulation settings. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received from the patient reported that he had stopped using his implantable neurostimulator (ins) because he was put on a regular routine of tramadol and was looking to donate his patient programmer (pp) and ins recharger (insr). It would shock him when he moved funny or when he would take a walk. If he stepped funny, coughed, or sneezed it would jolt him. He had stopped using stimulation and had stopped charging probably 3 months prior. It was also noted that he had seen a manufacturer representative (rep) for adjustments in the past.